Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the cortex removal mode the footswitch was not responding. The patient experienced a posterior capsular tear. The patients symptoms have resolved without treatment.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: the customer reported the footswitch was not responding during cortex removal. A posterior capsule (pc) tear occurred. The customer switched out the system to complete the case. The customer completed a questionnaire. The patient was a (B)(6) female with surgery on the left eye (os). The patient has a history of cataracts, coronary artery disease (cad), abnormal heart rhythm, hypertension, and congestive heart failure. The event occurred during phaco for cataract surgery. The customer noted there was a poor connection with the footswitch when the event occurred. It is unknown if there was an occlusion during surgery. There was no anterior chamber shallowing or collapse. It is unknown if a second instrument was used during phaco. The surgeon implanted a posterior chamber intraocular lens (iol). No single use devices were reprocessed or reused on the patient. The outcome of the event was noted as resolved without treatment. The patient was not hospitalized. No medications or therapies were in use at the time of the event. No medical intervention was required. No surgical intervention was required. In the surgeon's opinion it is unknown what may have caused the event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The footswitch was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The customer noted the footswitch does not last the whole day. The company service representative tested the footswitch and found it displayed a strong signal during testing. The company service representative tested the battery and found the footswitch was 100% charged when cradled. The company service representative recommended to the customer to change channels if interference is introduced in the operating room. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the footswitch. The footswitch was manufactured on march 15, 2016. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system was determined to have met specifications. A root cause cannot be determined conclusively. (B)(4).